Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported greater trochanter fracture. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Event description:
Update (B)(4) 2013: litigation papers received. Litigation alleges discomfort, tissue damage and bone damage. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The investigation has been reopened to report the stem and sleeve. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Patient was revised due to cup loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified correct doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.